Event description:
A patient reported experiencing inaccurate high results with a one touch profile meter. The patient's blood glucose results were 306mg/dl, 103mg/dl. Tests were done within less than 10 minutes with a difference of 88%. Patient did not experience any adverse events. No further information has been reported. Customer cleaning meter incorrectly.